Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of atrial fibrillation (af) and changes in morphology. Technical services (ts) was consulted and found two additional untreated episodes that were stored for the same reason. Ts discussed programming and rate control options. The following day the patient received another inappropriate shock occurred after the patient changed their medication. The patient was hospitalized and monitored until their medication was appropriate for controlling their af rate. The s-ICD was explanted four years later without any further reported issues and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, analysis testing did find an unrelated issue. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor, resulting in premature battery depletion which was not reported by the field. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.